Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "alarming and overheating." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and determined a bent fan guard preventing cooling fan operation as the root cause of thermal deformation to the compressor housing. Devilbiss has an active CAPA for fan complaints.